Manufacturer narrative:
No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received inappropriate shocks due to oversensing of noise with the addition of smaller signal amplitudes. Imaging was performed which indicated that the electrode was under inserted into the device. The physician initially elected to not make any changes to the system but then decided to perform a revision procedure to completely insert the electrode into the device. No additional adverse patient effects were reported.